Event description:
It was reported that the external pulse generator (epg) was connected to the patient and when the power switch was pushed, the epg did not pace appropriately. The pacing cable was exchanged and the epg functioned normally. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a cable lot number or serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. Analysis found that two cables (5433v) were found to be broken.